Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jul2019 . The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem.the customer returned gds system was tested with the fi test da board and o2 valve solenoid attached with no failures identified.

Event description:
During a periodic maintenance, the manufacturer¿s international service technician found that the airflow accuracy test (performance verification test 5) failed at the 0 standard liters per minute setting. There was no patient involvement.